Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during the load process. It was reported that the customer's blood glucose level was 400 mg/dl with moderate ketones. Customer administered a manual insulin injection. In addition, the customer was able to load a new cartridge successfully.